Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor error alarm and motor position encoder error alarm. Customer's blood glucose was 9.2 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with broken off and missing end cap. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to broken off and missing endcap. Unable to confirm motor error or motor position encoder error alarms due to broken off and missing end cap. Upon visual inspection, the insulin pump was missing the motor assembly; unable to test the motor due to missing motor assembly. The insulin pump had partially broken reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clips lot, broken battery tube threads, cracked case, scratched reservoir tube window and missing the reservoir tube o-ring.